Event description:
It was reported that the ¿tip¿ of the minicap transfer set was cracked. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and a damaged/cracked main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The cause of the damaged/cracked main body could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. When there is a crack or broken main body, there is no breach in the sterile pathway because there is an intact silicone tubing attached to the dark blue female connector and beige catheter adapter connector. The reported issue is specific to cracks at the top of the main body, which houses the intact silicone tubing through which pd solution flows. After consideration for potential harms and worst-case scenarios, there would be no serious adverse health consequence from this issue (ract bxu544815 and bxu544817). Should additional relevant information become available, a supplemental report will be submitted.